Event description:
It was reported via repair work order that the power load trolley would not lock into the transport position due to the transfer lock override slide being stuck in the transfer lock plate at the transport position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load trolley would not lock into the transport position due to the transfer lock override slide being stuck in the transfer lock plate at the transport position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.